Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during post implant check, chest x-ray revealed that the right atrial lead had dislodged. During initial implant, the lead was difficult to position before being implanted. The patient presented on (B)(6) 2018 for lead revision procedure and the lead was explanted and replaced. The patient was stable post procedure.